Manufacturer narrative:
(B)(4).

Event description:
It was reported that app issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an app crash. The probable cause of the app crash could not be determined. No injury or medical intervention was reported.